Event description:
It was reported that during a procedure to treat a fibrous lesion in the mid left brachial artery using a drug coated balloon in.pact av, the balloon burst at 4 atm on the first inflation. The vessel exhibited minimal tortuosity and minimal calcification. The sheath used was a 7fr non medtronic sheath, and the guidewire was a 035 guidewire. The vessel was pre-dilated, and inflation was performed with a non medtronic device using 50/50 contrast fluid. No resistance was encountered when advancing the device, and the instructions for use were followed without issue. The balloon did not detach during the event, and the device was safely removed from the patient. The procedure was completed using a new inpact av. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.